Manufacturer narrative:
Investigation: samples received: 1 unopened pouch and 1 closed sample of monocryl (from ethicon). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis (reference with double needle). We have also received one closed sample of monocryl (from ethicon). For further information about monocryl sample, please contact product manager directly. We have checked the needles of the closed sample received and both needles are according to the design and the aspect is the correct one. We have tested the curvature angle of both needles of the closed sample received and have conforming curvature angle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information is provided a follow up report will be submitted.

Event description:
It was reported the needle is not correct. The reporter indicated that when the package was opened, it was found that the needle has no curve of 5/8 it is a straight needle. This was found prior to use and no patient was involved.